Event description:
The pt had an enteral feeding device placed during a therapeutic procedure in 2004. A mild wound infection with an on set date of september, 2004 was reported to have occurred. The pt was given the antibiotic, augmentin, and the infection was resolved in five days. There was no indication of any further pt complication from the complainant.